Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. The patient uses beta bionic ilet pancreas system. According to the patient, on (B)(6) 2025, the cgm was displaying low after he ate, the patient did not provide any values. Because of the low cgm values, insulin delivery was suspended on the pump. The patient did not perform a fingerstick to confirm bg values. On (B)(6) 2025, the patient went to urgent care. The cgm was 81 mg/dl, bg was checked however the patient does not recall the value. The patient was only given juice at urgent care and was sent home. At home, the cgm was still showing low so he drank more juice. At some point he experienced polyuria. The patient decided to go to the emergency room, where they performed a fingerstick with a bg of 1029 mg/dl. The cgm at that time was not documented. The patient was hospitalized for 2 days. Treatment and management of significant hyperglycemia during the patient¿s hospitalization was not provided. At the time of the report the patient was fine. There was no documentation of further medical evaluation or intervention. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.